Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), noise, varying impedance, and was fractured. The patient is a participant in the product surveillance registry clinical study. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.